Event description:
The pt's lead was received for analysis at the MFR. An analysis was performed on the returned lead portion, note the electrode section was not returned for analysis and therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis, the connector ring quadfilar coil appeared to be broken approximately 5mm from the end of the electrode bifurcation. Visual analysis of the coil break identified the area as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks on the remaining portion of the returned lead were performed, during the visual analysis, and no other discontinuities were identified. After further investigation it was reported from the pt's treating physician that the vns was not helping the pt's depression. There was no reported fall or injury preceding the pt's high impedance. The pt's lead issue was discovered on (B) (6) 2008. Interrogation at the physician's office visit that day showed high lead impedance on a system's diagnostic test. The pt was last seen at the clinic in spring 2007 and did not return for next scheduled appointment till (B) (6) 2008. The pt had been having health issues unrelated to the vns. They need to undergo a lot of testing so it was decided to remove the vns since they were not attaining any efficacy from it and the pt needs to have many MRI procedures performed.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.